Event description:
Boston scientific received information that two years ago this device noted innapropriate shocks due to noise on the rv lead. The device remained implanted and was explanted two years later for normal battery depletion. No other field allegations or adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was tested for the initial allegation of inappropriate shocks. The device passed automated e2 tests which verified pacing, sensing, defibrillation, and recording functions. However, it was also found that the device did not pass the initial longevity calculation. An interrogation also revealed that the device had reached elective replacement indicator (eri). The results of a longevity calculation indicated that the monitoring voltage was normal based on therapy use and programmed settings. Although the battery itself had not depleted prematurely, two consecutive charge times in excess of the 18 second specification triggered eri earlier than expected. Device circuitry was designed such that the eri charge time limit of 18 seconds would be reached near the corresponding eri monitoring voltage limit. Engineers concluded that this device did not experience a component failure or premature battery depletion. Rather, the replacement indicator was declared due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.